Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior and insert assembly side assessed as surgical damage, observed broken on suture tab side assessed as surgical damage and missing piece of suture tab assessed as inconclusive. Additional observations: ¿ no other observation observed.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.